Manufacturer narrative:
Upon further discussion with FDA, the events initially reported in this summary report are not considered malfunction events, and are serious injury events. Therefore, individual reports have been submitted for the events previously summarized in this report. This summary report now reflects zero events and can be disregarded/deleted/removed.

Manufacturer narrative:
This report summarizes 1608 malfunction events. 1272 events were due to the device failing to osseointegrate ((B)(4)). 275 events were due to loss of osseointegration ((B)(4)). 37 events involved fracture of the device or a component ((B)(4)). In 1 event, there was an issue reported with a mount component ((B)(4)). In 4 events, there were issues reported with a screw component ((B)(4)). In 16 events, it was reported that a device or a device component was cracked ((B)(4)). 4 events involved a failure to separate of a device or a component ((B)(4)). 14 events involved an improper or incorrect procedure or method ((B)(4)). In 6 events, the device was malpositioned ((B)(4)). In 3 events, it was reported that the device was difficult to insert ((B)(4)). In 3 events there was a mechanical problem identified ((B)(4)). In 2 events, a positioning failure was reported ((B)(4)). 4 events were due to material deformation ((B)(4)). 1 event was due to an issue with a driver component ((B)(4)). 2 events were due to the device material being twisted or bent ((B)(4)). 2 events were due to a mechanical jam (device problem code: 2983). In 1 event, the device component was difficult to remove ((B)(4)). In 1528 events, there was no device problem found during evaluation. In 44 events, a fracture of a device or device component was found during evaluation. In 68 events, a stress problem was identified during evaluation. In 16 events, an operational problem was identified. In 20 events, there are no findings available because the device was not returned for evaluation. In 7 events, a friction problem was identified. In 4 events, a deformation problem was found during evaluation. In 1608 events, these are known inherent risk of the procedure. Furthermore, it was found in 16 events that the clinician failed to follow instructions and used the product off-label or contraindicated use. In 278 events, the device failure was found to be related to the patient's condition. In 6 events, a user error caused or contributed to the event.

Event description:
This report summarizes <noe> 1608 </noe> malfunction events. This report summarizes 1608 malfunction events where patients' experienced endosseous dental implant failure. Of these events there were: 380 events where infection occurred. 187 events where inflammation occurred. 130 events where patients' experienced osteolysis. 169 events where erosion occurred. 28 events where patients' experienced pain. 2 events where a patients' experienced sinus perforation. 1 event where tissue damage occurred. 3 events where patients' experienced swelling. 5 events where patients' experienced fistula. 2 events where wound dehiscence occurred. 1 event where abscess occurred. 2 events where necrosis occurred.